Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that there were three different incidents with three different patients. Incident details: during a dental surgery the drill overheated and it burned the inside of the patient's mouth. The drill still has parts of the soft tissue from the patient's mouth. During a dental surgery the hand piece started smoking, the hand piece was changed and the surgery was able to be completed. During a dental surgery the oil inside the drill started leaking inside the patient's mouth. No harm to the patient. All med watch submissions related to this report are: 9610612-2017-00296, 9610612-2017-00297, 9610612-2017-00298. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm (x3). Gd678 / microspeed uni micro 150 motor (x3). Gd672 / microspeed uni motor cable f/foot ctrl. (X3).

Manufacturer narrative:
Investigation: the handpiece was manufactured and delivered in 2013, according to the laser markings. No repairs have been executed in the past. A functional test was hardly possible. The ball bearings are running very roughly and loudly. The mill is damaged, corroded and still stuck in the handpiece and can only be removed with a lot of effort. Damages, corrosion and rust can be found at the surface of the tip. The ball bearing inside the tip is broken and corroded. Furthermore staining and rust can be found at the interior and at the collet as well. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an overload use and to an insufficient maintenance of the devices. No CAPA is necessary.